Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.